Event description:
It was reported there were telemetry issues, and the implantable neurostimulator (ins) was in suspected overdischarge. It was reported patient compliance was suspected reason for overdischarge. It was reported the patient wanted the ins explanted due because the ins was dead and it was suspected to be in overdischarge. It was reported it was unknown how long the ins had been in overdischarge. Additional information received reported the patient met with a manufacturer representative and reported the ins had been "dead" for more than four years. It was reported the patient had other back issues, and wanted her device explanted to get an MRI. Additional information reported the patient¿s ins had been ¿overdischarged for more than 3-4 years per her report.¿ it was stated a manufacturer representative had previously, unsuccessfully attempted to reboot the patient¿s ins out of a power on reset (por) condition. It was reported the patient wanted her device removed because she needed a MRI of her upper thoracic region at the time of follow-up. It was stated the patient¿s physician had agreed to remove her ins at that time. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3777-75, serial # (B)(4), product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).